Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however the exact cause is unknown. Two 0.018 in. Guidewires in plastic guidewire hoops, one 4.5 fr microintroducer, and the labeling from two microez microintroducer kits were returned for evaluation. An initial visual observation showed blood residue on both guidewires. No significant bends or kinks were observed in the guidewires. A microscopic observation revealed one of the coils at the proximal tip of both guidewires was disjointed but connected to the weld tip. Both weld tips of both guidewires were observed to be present and intact. Some slight damage was observed on the distal tip of the microintroducer. While the exact cause of the damage observed in the returned guidewires is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of rebx1691 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx1691) have been reported from the same facility in (B)(6).

Event description:
It was reported that the guide wire was stuck. It was stated that this happened to two devices. On 12/5/2018 - the returned guidewires have disjointed coils on their proximal ends. This report addresses the second device.